Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touchscreen was delayed in responding. Troubleshooting was unable to be performed. There was no known impact to the customer's blood glucose. Reportedly, the customer had manual injections available as alternate insulin therapy.